Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported that the reagent probe b, on the dxc 600 instrument, was still leaking after a field service engineer (fse) had serviced the instrument for the same problem the day before. Customer stated the unit will be stopped until service resolves the issue. No exposure or injuries were reported, and no erroneous results were generated. Fse examined the instrument the same day. Fse replaced reagent probe b wash collar waste valve and primed the instrument 40 times. Customer ran quality control check and verified that the instrument was no longer leaking.